Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system hardware was failed. A field service engineer investigated drawer 2.1 reported as jammed. No failure found. Cleaned drawer and tested using hardware test application. Drawer functioned properly. The system functioned as intended after the field service engineer repaired the device. E1: initial reporter last name - vanzuiden-joyner

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had hardware failure and not allows the user to start the recovery process. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.